Event description:
This supplemental report is being filed to provide additional information that the entire system has been explanted and replaced with a transvenous system. There were no additional adverse patient effects. It was reported that the patient had an inappropriate shock due to oversensing via a change in the intrinsic morphology and decreased amplitudes. The sensing vector was set to the primary vector. Technical services reviewed the electrograms and discussed that the underlying rhythm may be atrial flutter. Some options were discussed with the caller. There were no additional adverse patient effects. The system remains implanted.

Event description:
It was reported that the patient had an inappropriate shock due to oversensing via a change in the intrinsic morphology and decreased amplitudes. The sensing vector was set to the primary vector. Technical services reviewed the electrograms and discussed that the underlying rhythm may be atrial flutter. Some options were discussed with the caller. There were no additional adverse patient effects. The system remains implanted.